Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was not returned with the device. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. The complaint unit was wet tested and upon inspection it was noted there was a tear in the sheath around the distal coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. As a result the device could not be successfully wet tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that saline leak occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal end of left circumflex artery (lcx) to distal of lcx. A 1.50mm rotalink¿ plus was used to treat the target lesion. During procedure, it was noted that saline leaked from the saline infusion hose of the advancer. Procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition was good. However, device analysis revealed a tear in the sheath around the coil and that saline was being expelled through the sheath.